Event description:
It was reported that on (B)(6) 2021, during a procedure, the tightening mechanism on the universal t-handle chuck was malfunctioned, and the small ball bearing fell out of the device, off of the sterile field. Procedure was completed successfully without any surgical delay. No patient consequences. This report is for one (1) universal chuck. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. A device history record (DHR) review was conducted: the product was returned to us cq for evaluation. The us cq team forwarded the complaint device to the research & development team for investigation. Visual analysis of the returned universal chuck determined the top cap of the universal chuck is separated from the chuck and ball bearings fell out of the device. The laser weld between the chuck and the shaft is damaged and broken. No traces of long-term use or outer deformities. No other issues were noted with the device. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the universal chuck was consistent with known issues for the device for which the root cause was traced to design issues. A functional test could not be performed as the device was in fallen apart condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the universal chuck was observed to have a loosened top cap and issues with the laser weld between the chuck and the shaft. Both these issues identified are known and are addressed during the re-design of the device currently performed by the supplier. The root cause for the reported complaint condition was traced to device design. (B)(4) were previously initiated to further address this device related issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed. Device history lot - part #: 03.043.001; synthes lot #: 20229201; supplier lot #: n/a; release to warehouse date: (B)(4); manufactured by: 29 apr 2021; supplier: (B)(4); no ncr's generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.